Event description:
During a urological procedure, the working element blade (acmi cold knife, straight blade) broke off in the patient's urethra during the procedure. The physician retrieved the blade with no injury to the patient.